Event description:
Information was received indicating that a smiths medical cadd solis vip pump's history report showed the pump ran well, but the bag was still full. There was no reported adverse event. Software verison: (B)(4).

Manufacturer narrative:
Event description and event problem and evaluation codes were updated to reflect no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's history report showed the pump ran well, but the bag was still full. No patient involvement.

Manufacturer narrative:
Additional information: b3, h6, h10. Information was received on (B)(6) 2019 indicating that the event occurred during use with a patient and there were no patient consequences in the event. Information also included event date. Device evaluation completion date: (B)(6) 2020. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a bubbled downstream occlusion (dso). During analysis, the customer's reported issue was not able to be duplicated. It was noted that the pump passed both accuracy and occlusion tests, unit was running as programmed. Based on the evidence, the complaint was not confirmed, and no fault was found.